Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient said their artificial urinary sphincter (aus) was not working and they were experiencing recurring incontinence. The physician performed a cystoscopy and observed that the cuff was inside the urethra. The aus system and components were explanted; no new device was implanted at that time. A procedure was later performed wherein the patient was implanted with a new aus. There were no additional patient complications reported.